Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A literature article revealed that during cataract and vitrectomy combination surgery, the patient experienced a thermal burn, and vitreous hemorrhage in the right eye and there was an incident of iris prolapse through the corneal incision, causing intraoperative iris hypotony, incision was sutured, postoperatively, mild anterior chamber inflammation, along with noted atrophy. Extra incision was performed. Current patient status was improved.

Manufacturer narrative:
All batches are released according to the required specifications. A lot code would be required for review of the complaint history and the batch documentation. No sample returned for evaluation. As insufficient information was provided for investigation, a conclusive root cause cannot be determined for the complaint conditions. Consumer mishandling, consumer physiology, and unrelated events could not be eliminated as potential root causes. A sample or lot code would be required for review of the complaint history and analytical test results prior to release associated with the reported product. Insufficient information provided for investigation or root cause of this complaint, no action is required at this time. As no lot code or sample was received, no further risk assessment can be performed. The manufacturer internal reference number is: (B)(4).